Event description:
It was reported that the customer experienced low blood glucose levels while she was at work, and the paramedics were called. It the stated that the customer's blood glucose was 21 mg/dl. The caller stated that the insulin pump settings were recently changed by the hcp, and feels that this is what caused the low blood glucose levels. The caller was on his way to the customer's work place, and stated he would call back to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.